Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic with a vibratory alert. Upon interrogation, high pacing impedance and high capture threshold on the right ventricular (rv) lead were noted. The device was reprogrammed to a higher impedance trigger value, and the lead will continue to be monitored. The patient was stable with no adverse consequences.